Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion the spring wire guide (swg) was kinked. A new device was used without issue. No patient injury or harm.

Manufacturer narrative:
(B)(4). The report that the spring wire guide (swg) kinked during insertion was not confirmed by evaluation of the returned sample since no defects or anomalies were found on the returned guide wire. No problem was found on the returned sample. A device history record review was performed on the spring wire guide and did not reveal any manufacturing related issues. Swg drawing wm-04730-001, rev 3 was reviewed as part of this complaint investigation. Instruction booklet s-14703 rev 1, provided with the kit, was reviewed as part of this complaint investigation. The instruction for use describes suggested techniques to minimize the likelihood of guide wire damage during use. A corrective action is not warranted at this time since no problem was found on the sample.

Event description:
The customer alleges that during insertion the spring wire guide (swg) was kinked. A new device was used without issue. No patient injury or harm.